Event description:
It was reported that when using the bd pyxis¿ es server new users were unable to sign in to the medstation and received an unable to authenticate error. Existing users who changed their passwords were required to use their old passwords to sign in to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign into station and was unable to authenticate and needed server reboot. A technical support specialist (tss) remotely accessed the application server, reporting server, and database server, followed the steps outlined in knowledge article titled pyxis es server reboot process and validation to stop and disable the required services on the application server and reporting server, and then rebooted all three servers. The tss reenabled and started all previously stopped services after the reboot, verified that critical database and reporting services were running successfully, validated system functionality through database management tools by confirming successful job execution and healthy system status, and confirmed with the customer that the reboot was completed and the system was operating normally. The system functioned as intended after the technical support specialist troubleshot the issue.